Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Condition of returned samples. Sample status: [ ] no sample returned. [X] sample returned. Pictures attached: [ ] yes. [X] no. Condition of samples: [ ] new. [X] used. [X] no damage. [ ] damaged. Test result(s): [ ] defect confirmed. [X] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event of free flow. Delivery accuracy and safety clamp functions checked in spec.

Event description:
As reported by the user facility: IV pump free flowed prope when not programmed to, we are not able to find any free flow at time, and we did the initial testing/tsc, found downstream stage 9 is not able complete and pressure bar kept bouncing from mid pressure to zero, and unable to trigger alarm. And both pmax and pmin on pressure limitation, mechanical are lower than spec.